Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element mr, ous 2.25 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage; struts misaligned, overlapping and distorted. The struts had moved in a distal direction with the first distal strut over the distal markerband. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts as the device was trying to cross a tight lesion. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found there were kinks noted (in the inner/outer extrusion) at each side of the proximal marker band and 3mm distal to the distal edged of the proximal marker band. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The tight target lesion was located in the distal left anterior descending artery. After pre-dilation, a 2.25x12mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and moved on balloon.